Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd 7 inch mic ext set w/1.2mf lipid filter is clogged. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue per customer: lipid filter clogged, replaced.

Manufacturer narrative:
It was reported that the filter clogged. One sample model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and primed with 85% glycerin / 15% water mixture. The set was infused at a rate of one ml/hr for 24 hrs. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review could not be performed because a lot number was not provided by the customer.